Event description:
It was reported that the trailing haptic of a competitor's lens was torn during insertion. The reporter believes the incident was caused by the injector. The lens was exchanged without any patient incident.